Event description:
Procedure: tumor resection. Pt sex: unk. Reportedly, when the stapler was applied the stapler cut tissue; however, the staples were not deployed and/or they were malformed. The surgeon needed to place an add'l staple line on the pt side of the tissue, because the initial staple line was not to the surgeon's satisfaction. There was slight bleeding, however, no transfusion was necessary.